Event description:
It was reported that during a knee arthroscopy using a super multivac 50 ifs wand, it was discovered that the electrode on the tip of the wand was missing. They were unable to locate any debris inside the surgical site, and were unsure if the electrode detached or had already burnt out. The procedure was completed using a competitive device. There were no significant delays or patient complications reported as a result of this event.